Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing home while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment and one non-lifevest defibrillation. At 05:26:16, the patient's rhythm was sinus tachycardia at 105 bpm with bbb, nsvt and pvcs. At 05:28:53, the patient's rhythm was vt at 190 bpm. At 05:29:58, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was vt at 180 bpm with an escape beat. Post shock rhythm was vt from 150- 200 bpm. The patient received a non-lifevest defibrillation 46 seconds into the detection sequence. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 46 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. At 05:30:02, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vt at 170 bpm. The patient's post-shock rhythm was sinus bradycardia at 15 bpm with pvcs. From 05:32:34 to 05:34:28, the patient's rhythm was sinus bradycardia at 20 bpm with hb, nsvt and pvcs degrading to asystole. The electrode belt was disconnected at 05:38:39. The patient passed away on (B)(6) 2021 at approximately 5:30 am. Reporting this event out of an abundance of caution as the post-shock rhythm was below 20 beats per minute, and the patient passed away within 24 hours.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction.